Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms devices were sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." The user facility was notified of the event on (B)(6), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(4), 2011.

Event description:
Patient reported that right total knee arthroplasty was performed in (B)(6) 2008 and that a revision procedure was performed due to staph infection on (B)(6), 2009. Review of invoice history revealed that the primary surgery occurred on (B)(6), 2008 and that all components were removed and replaced with cement spacer molds on (B)(6), 2009. The cement spacer molds were removed on (B)(6), 2009 and new implants were placed.